Event description:
Imp # (B)(4).

Manufacturer narrative:
There was no adverse event or pt injury. The unit was removed from service and restarted the next day in the customer biomed shop. The biomed indicated that the unit did a hard drive scan to rebuild. Unit was returned and was tested for several days and the issue was not seen and could not be duplicated. The application and system logs were reviewed. Upon review there was an application log error message on (B)(6) 2015 at 14:10 indicating a service error 1460 that caused the cns application to be terminated and restart was found. From the error message, it cannot be determined what caused the error but it does indicate that there was a malfunction of the system. The hard drive was replaced.